Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 18x1-1/2 rb was found to have leakage. Verbatim: complaint via email. Email(s) attached. A couple of them were defective on the same day. I am the patient and am very skilled at self-injection and have been experiencing issues with these syringes for quite some time now. No serious injury occurred besides having to waste and not able to give myself medication. At this time, I do not have any samples. When using the syringe, I am just very accustomed to put the used needle in the sharpie container resulting in it slipping my mind to save a sample. I do however have the wrapping for one of the syringes in question: lot: 5353717 ref: (B)(4) just last night I had to waste two vials of my IV medication because the syringes were leaking, leaving the medication to become contaminated and useless.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5353717 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.